Event description:
Patient reported infusion set tubing separating from the luer lock connection. He stated that the inner tube remained connected, but the tubing was leaking. Patient indicated prior to the incident, he administered a 15 unit bolus before lunch and shortly after began feeling pressure around his eyes and was extremely thirsty. His blood glucose was elevated to 357 mg/dl. Patients normal range was 100-150 mg/dl. Upon discovery of the infusion set tubing separation, he changed the tubing and administered a 10 unit bolus. No medical assistance was necessary. Product was requested for evaluation.